Manufacturer narrative:
One device was received. Per visual inspection, the microswitch was not alarming and the water tank cover was cracked on the top left. Per functional testing, the device was not alarming when removing the disposable. The complaint was confirmed. The root cause was a faulty microswitch. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microswitch, water tank cover, reservoir gasket, and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.

Event description:
It was reported that the device was not alarming when you take out the tubing and leaks were found during routine testing. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.